Event description:
Technician alleged that when setting the brakes on the bed, the bed still moved, rolled, when brakes were locked. No impact to patient.

Manufacturer narrative:
Technician found that the brake casters were bad. Technician replaced the brake casters to resolve the issue.